Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the bd microfine¿ insulin syringe was leaking. The following was received by the intial reporter: verbatim: customer complains that has used the bd micro-fine 0,3 insulin syringes for the diabetes therapy of her cat. With the current syringe bag, the customer noticed that the syringe drips without touching the plunger. Before injecting, there was already a drop of insulin in the fur of her cat. Since the cat needs minimal doses of insulin, less than 1iu, the missing drop already affects her treatment a lot. The customer has been using the syringes from this bag for 3 days. Since then the cat has significantly higher values. The customer has drawn up 3 other syringes times with water and all drip without the plunger was pressed.